Manufacturer narrative:
H4: the lot was manufactured from august 04, 2022 - august 05, 2022. H10: an actual sample and a photograph of the sample was received for evaluation. An unaided visual inspection of the photograph and actual sample were performed which did not identify any abnormalities that could have contributed to the reported condition. A visual inspection with magnification was performed on the actual sample and no particle matter was observed. The reported condition was not verified by sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a brown particulate was observed inside a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The issue was identified during visual inspection after compounding the bag. The bag contained lipids. There was no patient involvement. No additional information is available.